Manufacturer narrative:
The site reported that a patient had been implanted with a light adjustable lens, but did not return for any follow-up light treatments. The patient also did not comply with uv protective eyewear. The patient returned approximately 6 months after cataract surgery with complaints of blurry vision. Premature photopolymerization of the lens was confirmed. The lens was explanted on (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The lens was not saved after explant. The site discarded the lens.

Event description:
The site reported that a patient had been implanted with a light adjustable lens, but did not return for any follow-up light treatments. The patient also did not comply with uv protective eyewear. The patient returned approximately 6 months after cataract surgery with complaints of blurry vision. Premature photopolymerization of the lens was confirmed. The lens was explanted on (B)(6) 2021.